Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that the infusion set was not inserted properly. Initially, the customer called in with questions on the no delivery alarm and causes. The customer stated that she may have some scar tissues. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.